Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR.reportnumbers: 1221359-2022-04783.

Event description:
The customer reported false positive test results with the ID now covid-19 assay for two patients performed on unknown dates. This MFR. Report addresses patient one (1) of two (2). Confirmation testing was performed on unknown swab via an unknown pcr platform performed on the same date generated a negative result. Although requested, no additional patient information was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m211013 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m211013 and test base part number 190-430 / lot m211013 quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m211013 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as logfiles were not returned for analysis.